Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca and one resolute onyx des was implanted in the cx. Cec adjudicated mi occurred in the cx one day post procedure.